Manufacturer narrative:
Added lot l45899 and updated product from 14810 to 19191.

Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in a needle mechanism failure as the device was in the not deployed state, with the adhesive liner attached, and the needle guard in place. Shelf mode current measured outside of specification, and the bottom and middle batteries were depleted as a result of high shelf mode current. The pod could not communicate with the master pdm unless connected to an external power supply. It could not be determined when the batteries depleted.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not retract after needle activation, indicating a needle mechanism failure.